Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had and issue with a safety needle. The customer reports that when the IV technician opened the needle she noticed that there was a chunk of debris inside the hub of the needle.

Manufacturer narrative:
Submit date: 11/03/2016. An investigation of the reported condition was performed. The device history record (DHR) for the lot indicates there were zero issues found in visual samples inspected from the lot. Additionally, no nonconformance reports (ncr) were assigned to this lot. The device history record (DHR) for the needles that went in to this lot indicates there were zero issues found in visual samples inspected from the lot. Additionally, no ncrs were assigned to the needles. A review of maintenance records, both corrective and preventive, and calibration records were reviewed. All scheduled maintenance and calibration activities were completed. There were 4 corrective maintenance events performed during production of the shop orders, but none of those were related to the reported condition. There have been no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data was reviewed and contained 10 interventions by technicians to make machine adjustments. A review of the machine setup was conducted and did not identify any issues. A review of the high speed assembly machine was conducted, there were no contaminated hubs observed during the review and there was no contamination on the product contacting surfaces of the machine. There was 1 sample (opened) returned with this complaint. The sample was inspected under magnification. A small piece of debris was found stuck to the inside of the luer taper of the hub. When observed under magnification, it had a semi-crystalline appearance with a brown tint. The debris also had a ductile property associated with it. The reported condition is confirmed. The exact root cause could not be determined based on available information. The two most likely root causes are due to a buildup of lubricant on the lube blow off station that broke loose and contaminated the luer of the needle or potentially due to a transfer of grease from an associate¿s hand to the pin of a pallet, a product contacting surface, during a maintenance adjustment. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected for visible foreign material in the needle fluid path. The lot met all defined acceptance requirements and was released. Based on the findings of the investigation and the root cause investigation, no corrective actions are necessary for this discrepancy. The cleaning procedure was reviewed. The document requires weekly cleaning of the assembly equipment and was determined to be adequate for its intended purpose. Additionally, no trend was identified for this failure mode. This complaint will be recorded for tracking and trending purposes and used to assess the need for corrective actions.